Event description:
Legacy pump sn (B)(4) displaying message 1720. No other info provided. The reported product fault did not occur while in use with pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dose or amount: veletri 13.5ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.